Manufacturer narrative:
Complaint conclusion: as reported, during the procedure, the tip of the super torque marker catheter broke off the catheter body. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17654548 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the separation reported could not be determined. Based on the limited information available for review, procedural and handling factors likely contributed to the separation reported. As warned and cautioned in the IFU, which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17654548 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, the tip of the super torque marker catheter broke off the catheter body. There was no reported patient injury. The product was clinically used and will be returned for analysis.